Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: trident 0° x3 insert 36mm ID; cat# 623-00-36e; lot# unknown. V40 cocr lfit head 36mm/0; cat# 6260-9-136; lot# unknown. Accolade (127 deg) size 4.5 accolade (127 deg) size 4.5; cat# 6021-4535; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not returned.

Event description:
The following revision event was included in a report received as part of the (B)(6) iis: patient had a right primary tha due to osteonecrosis; underwent revision due to infected tha and acetabular loosening; all components revised. Patient's bmi is reported as 35.5.